Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, the patient underwent an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. The valve alignment was attempted in a straight section of the anatomy. After experiencing some tension during the fine alignment step, it was noticed during valve deployment that the commander delivery system balloon was 'punctured', so it was taken out with the valve. A new system and valve were inserted. The final result was good. The patient was doing fine after the procedure. No injury was reported.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: inflation balloon to crimp balloon separation. Flex tip gouges were observed. Bunching on inflation balloon near distal end of balloon catheter. Functional testing was performed after the decontamination process. The distal part of guidewire lumen was cut by engineers during decontamination process to remove the valve from the delivery system. Gross alignment and fine adjustment was able to be performed with no issues or abnormalities observed. The system was also able to be fully locked and unlocked. Due to the reported difficulties of valve alignment the collet/locknut engagement force measurement was taken for the complaint unit. The measurement met specification. Double wall thickness of the crimp balloon was taken and the measured component was within specification. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty and balloon tear were confirmed based on visual inspection of the returned device as well as returned imagery. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of DHR, lot history, and manufacturing mitigations supports that the delivery system had proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Potential root causes for material separation between inflation balloon and crimp balloon have been identified and documented in previous product risk assessment (pra). High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. However, a definite root cause was unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a pra and a CAPA was previously initiated to address this failure mode. According to case notes, 'tension on the system was noted during fine adjustment'. Although it was reported that valve alignment was performed in a straight section, through provided imagery, it is confirmed that the patient had tortuous vasculature. Patient tortuosity can contribute to increased valve alignment forces. Performing valve alignment in a non-straight section can cause the valve struts to 'dive' into the flex tip, as evidenced by flex tip gouges seen on one side of the flex tip. Gouging is observed as indicative of increased forces experienced during the procedure. Likewise, if the valve is unseated (non-coaxial placement in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and tension build-up into the system. The increased forces and tension could have then weakened the balloon causing the balloon to tear. Instructions in the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' While a definite root cause was unable to be determined, it is possible that patient factors (tortuosity) and procedural factors (valve alignment in non-straight section) may have contributed to the reported events. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.